Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varicose ligation procedure performed on (B)(6) 2023. During the procedure, the suture broke. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had three bands attached, and some of them overlapped to one another. The handle slot had evidence that the tripwire was secured. The ligator housing teeth were not damaged; however, the suture was found broken. No other problems with the device were noted. The reported event of broken suture was confirmed. Upon analysis, it was found that the suture was broken. It was also found that the bands in the ligator housing overlapped to one another. The suture that goes with the bands was in the handle and not the ligator housing. The suture could have been broken when removing the device. This could have happened due to excessive force when pulling the handle in order to deploy the bands. It is possible that this problem was contributed to the fact that this device is not meant to be used on the procedure it was used since it is not supposed to reach that part of the body. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as it was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction." Therefore, the most probable root cause of this complaint is cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a gastric varicose ligation procedure performed on (B)(6) 2023. During the procedure, the suture broke. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of suture broken.